Event description:
Customer reported an under infusion of dopamine and requested an event log to review to determine how the dopamine was programmed, the rate and volume. The customer reported the dopamine order was entered incorrectly into the emr, leading to the under infusion. Because of the under infusion and the blood pressure did not increase, the patient required an infusion lactated ringers and had an increased length of stay in the hospital. No long-term patient harm reported. The customer stated that the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Although requested, devices have not been received. The event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.